Event description:
It was reported that, "there was an unspecified deposit on the tip of the catheter after placement. There was no reported patient injury. The other day, when I removed a bard power PICC that had been placed in a patient, a white thread-like substance about 4 to 5 cm was attached to the tip. At first glance, it looked like it was growing from inside the PICC, but when I checked it under a microscope, the surface was smooth and did not appear to be fibrous. (Other details are not known.) It can be confirmed that the PICC tip has two internal cavities, and water passes smoothly in both red and white. As far as I visually inspected the exterior, I couldn't find any missing parts. There is a possibility that it could be fibrin, but the patient's family is very concerned, so I would like to confirm that it is not part of the catheter. The catheter was left in place for two weeks, and reverse blood sampling was performed from time to time. There were no particular problems during the detention. The tip of the catheter has been cut off, but it is cut before insertion. The liquid in the white floating container is saline."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "there was an unspecified deposit on the tip of the catheter after placement. There was no reported patient injury. The other day, when I removed a bard power PICC that had been placed in a patient, a white thread-like substance about 4 to 5 cm was attached to the tip. At first glance, it looked like it was growing from inside the PICC, but when I checked it under a microscope, the surface was smooth and did not appear to be fibrous. (Other details are not known.) It can be confirmed that the PICC tip has two internal cavities, and water passes smoothly in both red and white. As far as I visually inspected the exterior, I couldn't find any missing parts. There is a possibility that it could be fibrin, but the patient's family is very concerned, so I would like to confirm that it is not part of the catheter. The catheter was left in place for two weeks, and reverse blood sampling was performed from time to time. There were no particular problems during the detention. The tip of the catheter has been cut off, but it is cut before insertion. The liquid in the white floating container is saline."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material found inside a catheter is inconclusive due to the state of the returned sample. One 4 fr d/l powerpicc sv and one container with an unknown substance was returned for evaluation. An initial visual observation showed blood use residues throughout the returned catheter sample. The unknown substance at the bottom of the container appeared to be stuck to the bottom of the container. The substance was opaque in color. A functional test of attempting to remove the unknown substance from the container revealed the substance was stuck to the container. A functional test of attempting to flush the catheter with water using a 12 ml syringe revealed the catheter was patent to infusion, and no observed unknown substance was found during flushing of the catheter. A microscopic observation revealed the foreign substance to be long, narrow and smooth. The substance appeared to be one long piece of material that dried at the bottom of its container. Because no foreign substance could be found inside the returned catheter, and the returned foreign substance was outside of the catheter, the complaint of a foreign substance found inside the powerpicc sv is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "there was an unspecified deposit on the tip of the catheter after placement. There was no reported patient injury. The other day, when I removed a bard power PICC that had been placed in a patient, a white thread-like substance about 4 to 5 cm was attached to the tip. At first glance, it looked like it was growing from inside the PICC, but when I checked it under a microscope, the surface was smooth and did not appear to be fibrous. (Other details are not known.) It can be confirmed that the PICC tip has two internal cavities, and water passes smoothly in both red and white. As far as I visually inspected the exterior, I couldn't find any missing parts. There is a possibility that it could be fibrin, but the patient's family is very concerned, so I would like to confirm that it is not part of the catheter. The catheter was left in place for two weeks, and reverse blood sampling was performed from time to time. There were no particular problems during the detention. The tip of the catheter has been cut off, but it is cut before insertion. The liquid in the white floating container is saline."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material found inside a catheter is inconclusive due to the state of the returned sample. One 4 fr d/l powerpicc sv and one container with an unknown substance was returned for evaluation. An initial visual observation showed blood use residues throughout the returned catheter sample. The unknown substance at the bottom of the container appeared to be stuck to the bottom of the container. The substance was opaque in color. A functional test of attempting to remove the unknown substance from the container revealed the substance was stuck to the container. A functional test of attempting to flush the catheter with water using a 12 ml syringe revealed the catheter was patent to infusion, and no observed unknown substance was found during flushing of the catheter. A microscopic observation revealed the foreign substance to be long, narrow and smooth. The substance appeared to be one long piece of material that dried at the bottom of its container. Because no foreign substance could be found inside the returned catheter, and the returned foreign substance was outside of the catheter, the complaint of a foreign substance found inside the powerpicc sv is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.